Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 350-400 mg/dl). Customer alleged the pump was not delivering insulin properly. There was no leakage of the infusion set observed and no insulin was smelt. Customer changed the infusion sets to address bg. Tandem technical support (cts) reviewed pump history with the customer; no occlusions were observed. Cts reviewed pump data and no alerts/alarms were observed that would have suspended insulin. Although multiple attempts were made by cts to contact the customer to discuss the data findings, customer did not reply.